Event description:
A hospital in (B)(6) reported that the wigglepads of the opt312 junior interface were tending to "fall off" a baby if it was lying on its stomach for any length of time. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. A complaint device was not returned to fisher & paykel healthcare (B)(4) for evaluation and we were not able to obtain any further information about the exact nature of the issue. A lot check could not be performed as lot information was not provided. Without the return of a complaint device for evaluation or sufficient information we were unable to determine what had caused the problem as reported by the hospital. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures, the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: - ensure skin is dry/prepared. - appropriate monitoring must be used at all times. - check cannula remains secure on the face. Replace wigglepads if required.